Event description:
Boston scientific aware of an event in which the matrix extra firm-2d coil could not be pushed into an excelsior 1018 microcatheter because it was too stiff. Thrombosis formed while pushing the main coil into the microcatheter.